Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for under filling with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® 9nc 0.129m plus blood collection tubes were under filling.